Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pneu cmpnt nip .25 flow bulkhd, cylinder. For trouble shooting drive manifold, purge valve assembly, he regulator assy was replaced and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.